Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead failed to sense and failed to capture through pacing system analyzer (psa). It was also noted that the lead was dislodged while closing the pocket. The lead was ultimately not used and replaced with new lead. Patient condition was stable.